Manufacturer narrative:
The technician found the side rail slide assembly was damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail slide assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head right side rail would not latch. The bed was located in bed storage at the account. There was no pt/user injury reported. (B)(4).